Event description:
It was reported that pump experienced malfunction alarm malf 0, with no notable events occurring beforehand and multiple similar malfunctions previously reported on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump.